Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were advanced to the native annulus over a non-medtronic guidewire and the valve was fully deployed. Following valve deployment, the valve became dislodged due to an interaction with the dcs and due to the hyperdynamic ventricle. The dcs was withdrawn from the patient and an attempt was made to implant a second valve in the patient. The second valve and second dcs were unable to advance through the dislodged valve, however. Subsequently, the second valve and dcs were withdrawn from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 20-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. Outcome attributed updated b5. Third paragraph added h6. Method code updated additional code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were advanced to the native annulus over a non-medtronic guidewire and the valve was fully deployed. Following valve deployment, the valve became dislodged due to an interaction with the dcs and due to the hyperdynamic ventricle. The dcs was withdrawn from the patient and an attempt was made to implant a second valve in the patient. The second valve and second dcs were unable to advance through the dislodged valve, however. Subsequently, the second valve and dcs were withdrawn from the patient. No additional adverse patient effects were reported. Additional information was received that during the implant procedure, asystole was reported and cardiopulmonary resuscitation was performed. Two days later, the patient was experiencing stroke symptoms. No additional adverse patient effects were reported. Additional information was received that an embolic stroke was confirmed via magnetic resonance imaging. The symptoms included bilateral deficit and presented 48 hours after valve implant. Per the physician, the stroke was related to the valve and the dcs due to the valve manipulation.

Manufacturer narrative:
Updated data: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 20-nov-2025, UDI#: (B)(4). Two delivery catheter system (dcs) (d-evolutfx-2329) were used during this event with the same lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were advanced to the native annulus over a non-medtronic guidewire and the valve was fully deployed. Following valve deployment, the valve became dislodged  due to an interaction with the dcs and due to the hyperdynamic ventricle. The dcs was withdrawn from the patient and an attempt was made to implant a second valve in the patient. The second valve and second dcs were unable to advance through the dislodged valve, however. Subsequently, the second valve and dcs were withdrawn from the patient. No additional adverse patient effects were reported. Additional information was received that during the implant procedure, asystole was reported and cardiopulmonary resuscitation was performed. Two days later, the patient was experiencing stroke symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added e. Initial reporter updated h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.